Event description:
It was reported that during device change out, externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 29.7-30.6cm and 35.4cm from the distal tip, consistent with lead friction to another ER device. The etfe coating was intact at these locations. Externalized conductors due to external insulation were noted at 10.3-15.5cm from the distal tip, consistent with lead friction to another device. The etfe coating was abraded at this location. E externalized conductors due to internal insulation abrasion was noted at 8.2-10.3cm from the distal tip. The etfe coating was intact at this location. 34.7.